Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's right ventricular (rv) lead exhibited far p-wave oversensing which resulted in inappropriate anti-tachycardia pacing and shock to be delivered, causing the patient discomfort. Programming changes were made but did not resolve the event. The rv lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported events of over sensing and inappropriate shock were not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.